Event description:
Attorney reported: on (B)(6) 2005, patient underwent ventral hernia repair surgery. Patient's hernia was repaired with a bard ventralex mesh. On (B)(6) 2006, patient underwent repair of a ventral hernia. Patient's hernia was repaired with a bard ventralex mesh. On (B)(6) 2009, patient presented to hospital due to complaints of nausea, vomiting and abdominal distention. CT scan revealed inflammatory changes in the small bowel. During surgery, excessive amounts of adhesions were encountered involving the small bowel. Mesh from one of the prior hernia repairs had migrated and was encountered in this area. The mesh was freed from the abdominal wall and excised. On (B)(6) 2009, patient was discharged.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2010-00310 for information related to the ventralex mesh implanted on (B)(6) 2005.